Manufacturer narrative:
MDR 3003442380-2024-03257 - device 3 of 5. (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced kinked tubing events in 5 infusion sets due to a piece of paper that was wrapped in a circular motion and adhesive tape getting stuck at the reservoir part. No further information available.